Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: 1. Please clarify how many devices was used during this single procedure we are using 3-6 sutures during single procedure 2. If there are multiple patient events, ask: yes since december 2023. 3. Provide the specific number of patient events: once or twice per week. We have elective and emergency c-section every day. 4. Did the event occur during one or multiple patient procedures? Multiple patients and multiple surgeons 5. What is the total number of procedures? We roughly doing 110 c-section per month. 6. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Yes in 2023 happened twice. Especially happening after we changed to plus sutures 7. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Mainly lot tjbbrgw0 and lot ubbcbrw0. 8. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. I am not able to return all the sutures as we are using a lot. I did not order alternative suture to back up our main suture, because there is not consultants has confirmed yet.

Manufacturer narrative:
Pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify how many devices was used during this single procedure 2. If there are multiple patient events, ask: 3. Provide the specific number of patient events: 4. Did the event occur during one or multiple patient procedures? 5. What is the total number of procedures? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that patient underwent an unknown procedure on(B)(6), 2024, and suture was used. Suture snapped off while the surgeon was still suturing the wound. This incidence occurred twice during the surgery and the surgeon confirmed the incidence has occurred repeatedly. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.